Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks. Episode data was submitted to technical services for review. For the treated episode that occurred in (B)(6), the arrhythmia was not clearly defined. The rate was approximately 200 bpm with potential atrial fibrillation (af); as well as double and triple counting when the r-wave amplitudes decreased and the t-wave amplitudes increased. There were multifocal complexes. Five shocks were delivered, which exhausted therapy in the episode. Technical services discussed that a new template could be stored at a higher rate, if the signal morphology change could be reproduced. No adverse patient effects were reported.